Event description:
It was reported that when clinician tried to screw in the abutment, was unable to screw it in on tooth #18. Requests that we send a thread tap tool to complete the procedure. Item 0493.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).  Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One (1) unknown tsv implant was not returned for investigation, so visual evaluation could not be performed. Additionally, functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions were not noted on the per as one was not created for this complaint. Pre-existing conditions are unknown bone density. The reported device was at tooth location 18 (unknown dental notation system). The implant was implanted on (B)(6) 2022 and the complaint indicates that it is still implanted as the doctor requested a thread tap tool to complete the procedure. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the product not being returned.

Event description:
No further event information available at the time of this report.